Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018 that a revision procedure was performed to remove a broken plate due to a non union and implant failure. This revision removed a broken plate, reduced the fracture anatomically as best as they could and added a bone graft. The surgeon mentioned that the patient may have a metabolic disorder and other co morbidities. The surgeon does not feel the plate contributed to any of the revisions. He felt that the primary plate failed due to poor reduction and over bending plate. The revision surgeon believed that the original plate may have been bent past excessively and reduction was not anatomical. Concomitant devices: 5.0mm locking screwself-tapping 80mm (product code: 213.380, lot #: l528658, quantity: 1), 5.0mm locking screw self-tapping 75mm (product code: 213.375, lot #: 7918910, quantity: 1), 5.0mm locking screw self-tapping 75mm (product code: 213.375, lot #: l108563, quantity: 1), 5.0mm locking screw self-tapping 65mm (product code: 213.365, lot #: 2161126, quantity: 2), 5.0mm locking screw self-tapping 55mm (product code: 213.355, lot #: 9875351, quantity: 1), 5.0mm locking screw self-tapping 40mm (product code: 213.340, lot #: l629099, quantity: 1), 4.5mm cortex screw self-tapping 36mm (product code: 214.836, lot #: 9401022, quantity: 1). This report is for one lcp(tm) distal femur plate 13 holes/ 316mm-right. This is report 1 of 1 for (B)(4).